Manufacturer narrative:
Device evaluated by MFR: investigation completed. Promus premier ous mr stent delivery system was returned for analysis. A visual examination of the stent found damage to the first proximal stent row with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the stent delivery system could not cross the lesion occurred. An artery graft with percutaneous coronary intervention was performed. The severely stenosed target lesion was located in a coronary artery. A promus premier drug-eluting stent was used. However, the stent delivery system was unable to cross the lesion. The procedure was completed using a different device used. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damage.